Event description:
The event occurred on an unspecified date and involved a primary plum set where it was reported that the set leaked, with no specific tubing location informed. It was not provided if the was patient involvement or harm during the event.

Manufacturer narrative:
Received one used list# 14007-32 primary plum set. As received it was observed that the tubing was not fully inserted into the secure lock male adapter. No additional damage or anomalies were observed. The set was leak tested per specification and a leak was observed from the juncture between the secure lock male adapter and the tubing. The complaint of leakage can be confirmed. The probable cause is due to an incomplete insertion during assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone number: (B)(6). D4: pending same / similar device di. A supplemental will be submitted once received.